Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the thickness of flap in the left eye was found to be thinner than actually planned thickness after refractive surgery. There was no patient harm reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of plus eight microns. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. As no treatment report was provided the cutting settings cannot be evaluated. The thickness of the flap was one thirty microns which is the recommended flap thickness. During the preparation of a different treatment the logfiles show an error message during the beam control check during focus control. Review of the log files for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. Based on the available data no conclusive root-cause could be identified. No technical cause for the reported event could be identified. The manufacturer internal reference number is: (B)(4).